Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite tapered certain implant (xifnt611) was returned for investigation. However, the product was misplaced in-house. As a result, visual inspection could not be performed. CAPA-05347 has been created to address products misplaced in-house. In the event the product is found, the investigation will be reopened and reevaluated as product returned. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The implant was located at dental position #17 (fdi) and was implanted in the patient's mouth for approximately 5 years. The patient was also reported to have unknown density bone. No other pre-existing patient conditions were noted on the per or in the complaint form. No x-ray images were provided for the reported events of bone loss and infection. DHR review was completed for the subject lot number (2014060808). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2014060808) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection/bone loss) or for the reported device (xifnt611). The device malfunction could not be verified. The reported events (infection, bone loss) are non-verifiable as they are a medical condition events. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
It was a reported that the patient presented with peri-implantitis with the implant at tooth location #17. The implant was removed. There was no report of patient injury. This report is being submitted to report (B)(4). The reported device has been received for evaluation. The investigation has not begun, however. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was a reported that the patient presented with peri-implantitis with the implant at tooth location #17. The implant was removed. There was no report of patient injury.